Event description:
It was reported that the right ventricular lead exhibited noise. The patient also had a syncopal event. The device was reprogrammed and no further syncopal episodes were noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.